Manufacturer narrative:
The investigation is ongoing. The device was discarded.

Event description:
As reported by the edwards field clinical specialist, during insertion of a 16fr esheath+, difficulty was encountered resulting in damage ('shearing') to the esheath and dilator. The patient had unusually sharp iliac calcium during access. There was no harm to the patient. A 2nd set was used, and the case was successfully completed. There were no other procedural complications noted. The device will not be returned for evaluation. The patient's anatomy was mild tortuosity with a prominent piece of calcium. Per received photo, the tip of the esheath was split and the dilator damaged.

Manufacturer narrative:
Update to h6 (component code, device code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering investigation. The 16f esheath+ was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Photos was provided and revealed that the sheath has damage to the soft tip and exposure of a wrinkled distal liner due to a split distal tip. The sheath appears unexpanded and tip unopened. The introducer has a skived portion with the strand-like material still attached to the shaft. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed other similar reported events. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The esheath+ IFU, preparation manual and procedural manual were reviewed for guidance and instructions. The procedural manual provides instructions on using the sheath with tortuous or calcified vessels. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. In addition, the manual provides guidance on sheath insertion. Push force can vary due to angle of insertion, vessel, and diameter, tortuosity and degree of calcification. Do not force sheath. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for heath distal tip split, introducer damaged, and inability to introduce sheath were confirmed from the procedural imagery. However, as no device was returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformance could be identified that may have contributed to the complaint event. Review of the DHR, lot history, and complaint history showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. Furthermore, no abnormalities were noted during device preparation. Per complaint details, 'during insertion of a 16fr esheath+, difficulty was encountered resulting in damage ('shearing') to the esheath and dilator. The patient had unusually sharp iliac calcium during access. The patient's anatomy was mild tortuosity and a prominent piece of calcium'. Per the IFU, 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. Prominent pieces of calcification can act as a physical obstacle during sheath insertion and directly damage the sheath and introducer resulting in the inability to fully introduce the sheath into the patient. In this case, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.